Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test every time she inserted a new battery. The customer could not confirm if she had cleared the alert or not. The customer received a failed battery test again after troubleshooting. The customer's blood glucose reading was 300 mg/dl. The customer declined troubleshooting for their high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.